Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor had hose scratches, no red line, loose housing pin, abnormal/excessive noise, vibration, insufficient rotation speed, an oil leak in the swivel part, and illegible etching. It was further determined that the device failed pretest for visual assessment, labeling assessment, hose verification, muffler tube verification, loctite verification, and oil leak assessment. It was noted in the service order that the device was emitting an abnormal noise and the attachment device was not rotating smoothly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Please note that in addition to the failures included in the previously submitted medwatch reports, an additional pretest failure has been added. Upon further investigation, it was noted that the device also failed pre-repair diagnostic tests for rotational speed assessment. This information does not change the assignable root cause of component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: please note that in addition to the failures included in the initial medwatch report, an additional pretest failure has been added. Upon further investigation, it was noted that the device also failed pre-repair diagnostic tests for noise assessment. This information does not change the assignable root cause of component failure due to wear.